Event description:
It was reported that the pump touch screen was shattered and unresponsive after the customer fell on the pump. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.b-5, h-10.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and unresponsive after the customer fell on the pump. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.